Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image guide (ig) coil coating peeling off could not be determined, however, it is likely due to stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.2 inspection of the endoscope". ¿inspection of endoscope¿ ¿5. Cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slacks, deformation, bending, floating resin, peeling, peeling, etc. Visually confirm that there are no abnormalities such as adhesion of foreign matter or falling off of parts. 6. Grasp the insertion tube lightly with your hand, slide it in both directions along its entire length, and check with your hand that there is no catching on the entire circumference. Also check that the insertion site is not unusually stiff¿. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the tip of the bronchovideoscope had a dent. Pre-use inspection was performed. The cleaning, disinfection and sterilization (cds) was performed using oer-5 reprocessor. The device was returned and an evaluation at the repair center revealed, the coating of the image guide (ig) tube was peeled off (more than one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Connecting tube had a dent. There were few additional findings. Adhesive on bending section cover had a chip. Connecting tube had a wrinkle. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to damage, angulation lever does not move smoothly. Due to damage on channel tube, forceps cannot be inserted smoothly. Due to damage on channel tube, channel cleaning brush cannot be inserted smoothly. Universal cord had a dent. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.